Manufacturer narrative:
The qc was within specification prior to sample measurement. The customer stated that the issue was resolved by performing incomplete maintenance tasks. The investigation did not identify a product problem.

Event description:
There was an allegation of questionable elecsys hcg+ss test system results for 1 patient sample on a cobas e 411 analyzer. The initial result was 0.100 miu/ml with flag. The repeat result was 82.23 miu/ml with flag.

Manufacturer narrative:
The hcg reagent lot number is 838105. The investigation is ongoing.